Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. Additionally, information related to corrective actions, the initial reporter and patient details was requested. If additional details become available, a supplemental report will be submitted. This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of communication or transmission issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that a health care professional (hcp) experienced difficulty interrogating this pacemaker that was implanted in a foreign country. Technical services (ts) was consulted and recommended using a feature key usb stick before booting up the programmer. Two different usb feature keys were attempted; however, the device remained unable to be interrogated. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. Additionally, information related to corrective actions, the initial reporter and patient details was requested. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a health care professional (hcp) experienced difficulty interrogating this pacemaker that was implanted in a foreign country. Technical services (ts) was consulted and recommended using a feature key usb stick before booting up the programmer. Two different usb feature keys were attempted; however, the device remained unable to be interrogated. No adverse patient effects were reported. This pacemaker remains in service.